Manufacturer narrative:
Company representative evaluated the unit and replaced spo2 board. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported no spo2 readings from dpm 6 monitor. No patient injury was reported.